Event description:
The manufacturer received information alleging an issue related to bipap device's sound abatement foam. The patient alleged headache. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings of the device. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. Section h6 updated in this report.